Manufacturer narrative:
The patient is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) infant patient experienced peritonitis manifested by cloudy pd effluent which appeared in the morning of the onset date. The cause of the peritonitis was not reported. On the same day, the patient was diagnosed with peritonitis. The patient was hospitalized from birth for renal failure and at the time of this report, the patient remained hospitalized. It was reported that the patient was on continuous ambulatory peritoneal dialysis (capd) ¿for the past¿ 5-6 days and then presented with cloudy pd effluent. On an unreported date, the patient began treatment for the peritonitis with an unknown antibiotic regime (dose, frequency, route, and duration were not reported). On the next pd exchange after the initiation of the antibiotics, improvement was noticed in the patient¿s pd effluent (stated as effluent was ¿more clear¿). At the time of this report, the patient remained hospitalized. On and unreported date in the same month as onset, the patient was recovered from the peritonitis. At the time of this report, physioneal therapy was ongoing. No additional information is available.